Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system exhibited errors, intermittently failed to boot to a usable state, and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.